Event description:
The physician attempted to perform a laparoscopic - assisted vaginal hysterectomy and due to the mechanical failure of the covidien ligasure device, the physician performed an open supracervical hysterectomy and left salpingo-oophorectomy on (B)(6) 2013, on this (B)(6) yr old female pt. During the procedure the physician used the covidien ligasure to clamp the broad ligament which includes the blood vessel and ovary, the ligasure would not release the tissue; therefore an incision was performed to complete the procedure. The pt tolerated the procedure well. The pt was discharged on (B)(6) 2013.